Manufacturer narrative:
The impella cp was returned for evaluation. In addition, the automatic impella console's logs were returned for analysis. The analysis of the logs did not reveal any performance abnormalities. The evaluation of the returned impella cp was performed. The evaluation determined there was no damage or defects present on the impeller or the pump housing. Hemolysis testing of the device revealed that it met all the required values. A lot analysis was performed and it was determined that there had been no additional complaint associated with any of the impella cp pumps built with under this lot number. The root cause of the hemolysis was unable to be determined, as there were no relevant issues found during the evaluation of the returned impella cp. (B)(4).

Event description:
The complainant reported that a (B)(6) male patient was scheduled to undergo a CABG procedure. The physician placed an impella cp to provide the patient with hemodynamic support during the CABG procedure. Following the initiation of pump support the patient's creatine levels increased up to over 2.0, and the patient was reported to have exhibited hemolysis symptoms. In an effort to alleviate these symptoms the physician repositioned the cannula and administered volume to the patient, but the hemolysis did not resolve. During this event there were no plasma free hg drawn to confirm or rule out hemolysis, and no renal lab values were taken. The pump was weaned from the patient and removed due to the inability to resolve the hemolysis symptoms. It was reported that following the removal of the impella cp the patient's creatine levels increased to >5.0. It was reported that patient dialysis was no provided and that the patient's hemolysis symptoms eventually resolved after the pump was explanted.